Event description:
It was reported that a 37-year-old caucasian female patient underwent a breast implantation procedure with saline mentor smooth round moderate plus profile breast implants 475cc (l) and 550cc (r) and suffered several unexplained systemic symptoms, including breast implant illness, brain fog, short-term memory issues, shingles on the face, snoring, sleep apnea, weight gain, difficulty in weight loss, fatigue, hard to get through the day, face swelling, body odor, changes in vision, progressively worsening vision, dry eye, muscle weakness, muscle aches, heat intolerance, hot flashes, vomiting, pain, pitting edema in both legs, swelling, muscle stiffness, paresthesia in extremities, numbness in extremities, low libido, breakouts of skin, sinus issues, sinus infections, elevated c-reactive protein. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled for removal on (B)(6) 2022. This report is for the left breast prosthesis. The reported implantation date is prior to the device manufacture date. If additional information is received regarding the correct implantation date or device lot number, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Date of explantation: (B)(6) 2022. (B)(4). Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On dec 8, 2022, additional information was received indicating the date of implantation was (B)(6) 2016. Manufacturer¿s reference number: (B)(4).